Event description:
It was reported that, during reprocessing, the colonovideoscope tested positive for 1000 colony forming units (cfus) or staphylococcus species (kns) and 10 (cfus) of micrococcus species. The device was retested on (B)(6) 2025, and it tested positive for 100 cfus of enterobacter cloacae complex and 3 cfus of bacillus species and 3 cfus of yeast. The device was tested again on (B)(6) 2025 and tested positive for 800 cfus of enterobacter cloacae complex. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the completed investigation's review of the customer cleaning disinfection and sterilization (cds) processes, results of third-party testing, the device evaluation and the final investigation. The complaint investigation reviewed the customer provided cds processes where information to judge deviation from the IFU was not identified. Olympus provided the following result of the culture test, performed at the third-party labs: sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: >80cfu. Bacterial identification: enterooccus gallinarum. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1cfu. Bacterial identification: enterococcus faecalis/ faecium. Sampling date: (B)(6) 2025. Sampling from:total. Cfu: >80cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 1cfu. Bacterial identification: bacilius species. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 6cfu. Bacterial identification: enterococcus faecalis. Sampling date: (B)(6) 2025. Sampling from: total. Cfu: 7cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: 2cfu. Bacterial identification: metabacilius halosaccharovrans and filamentous fungi. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 10cfu. Bacterial identification: bacilius species. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: total. Cfu: 12cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: distal end. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: air/water channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: auxiliary channel. Cfu: <1cfu. Bacterial identification: n/a. Sampling date: (B)(6) 2025. Sampling from: operator channel. Cfu: 8cfu. Bacterial identification: bacilius licheniformis and rossellomorea species. Sampling date: (B)(6) 2025. Sampling from: suction channel. Cfu: 1cfu. Bacterial identification: rossellomorea species. Sampling date: (B)(6) 2025. Sampling from: total. Cfu: 9cfu. Bacterial identification: n/a. The device was evaluated where no abnormalities were found that could have led to the reported event. Based on the results of the investigation, the reported event was confirmed but a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. When olympus culture tested after reprocessing before repair the results did not conform to the regulation's recommendation. After the replacement of contaminated components, the device conformed to the regulation's recommendation. Olympus will continue to monitor field performance for this device.